Event description:
The consumer reports undergoing cataract surgery with implantation of the li61se sofport in the right eye. The consumer also reports symptoms of poor vision, eye pain, edema, uveitis and glaucoma which disrupted his daily activities. According to the consumer, approx three weeks after implantation, the iol was explanted due to bent haptic and dislocation, and replaced with a different iol model. No add'l info could be obtained since permission by the pt to contact the surgeon was not granted.